Manufacturer narrative:
Correction - report type updated to malfunction. B1-adverse event & b2-other serious were selected in error on the initial report. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was obtained, revealing that a rep met with the patient on (B)(6) 2025 and recovered the ipg via troubleshooting. Therapy was restored.

Event description:
It was reported that following an unrelated surgical procedure wherein the device was not placed into surgery mode, the ipg became unable to communicate with external devices. As a result, surgical intervention may be undertaken to address the issue.